Event description:
The facility reported a fail code 812:02 before use. Although baxter attempted to obtain information, the hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.